Manufacturer narrative:
This device is used for treatment, not diagnosis corrected data: upon file review it was found that this event has been double reported. All information about this event and this device will be reported in MFR # 1038671-2018-00216.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned. Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Non-revision due to wear of the acetabular liner.